Manufacturer narrative:
(B)(4).

Event description:
It was reported it was found during a follow-up appointment the lv lead pacing threshold could not be obtained due to displacement which was confirmed by x-ray. As a result, the lv lead was replaced and the issue was resolved. The patient was doing well.